Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that no issues were found. The system's logs were sent to the manufacturer for analysis. A successful system checkout was performed which verified that the issue had been resolved. A software investigation was conducted to analyze the system logs where it was determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that after transferring a flair exam to the system while it was in cranial on the select patient screen, the system displayed a message saying the exam did not contain contiguous slices. When the site clicked okay to close the message the system immediately went to a blue screen with a medtronic logo and remained there for 5-10 minutes until the site performed a hard shut down which resolved the issue. No patient was present during the time of the reported incident.